Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had a primary hip on (B)(6) 2009. On (B)(6) 2016 the patient came in complaining of discomfort. The surgeon diagnosed the patient with metallosis. The surgeon revised the head, liner and cup. On 31 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: second acetabular revision in a tha patient formerly diagnosed with metallosis. In the one available radiograph, violation of the medial wall is shown; this may be a consequence of the reported metallosis. For undetermined reasons, osseointegration of the cup did not take place in the 6 months since first revision. Batch review performed on 10 april 2017. Lot 160476: (B)(4) items manufactured and released on 02 august 2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in and the surgeon determined there was radiolucency around the cup. The surgeon revised the cup, the liner and the biolox option head and sleeve. The surgery was completed successfully. X-rays are available; explants are not available.